Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: on what tissue type was the device used? Diaphragm and mesh at what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st and 2nd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Asku. Was the cartridge loaded with the retaining cap on? Yes. Did the surgeon move the firing knob left and right before firing? Asku. Was the handle closed completely before firing? Yes. Was buttressing material utilized? Yes if so, which product? Gore. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Did any part of the instrument break-off from the device? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No the analysis found that one device was returned in good visual condition and with two fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vertebral artery dissection procedure, the surgeon fired across the diaphragm and mesh for the first firing and when he removed the stapler and observed the staple line, it had malformed staples that were straight legged. He fired the second firing and the same issue occurred. He then sutured the entire staple line and completed the procedure. There was no patient consequence reported.